Event description:
A customer reported that the pink sleeve fits tightly when entering the incision during a cataract extraction procedure. The customer confirmed that the incision size was correct for the sleeve to fit through. The procedure was completed with no pt harm.

Manufacturer narrative:
The investigation is in progress. A sample is not returning for eval. A root cause has not been identified. (B)(4).